Manufacturer narrative:
The device was returned for analysis. The hypotube was detached at approx. 31.3cm distal to the strain relief. The hypotube material was jagged and oval on both sides of the detachment site. A kink is evident on the transition tubing at 2.1cm distal from the transition bond. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment of stent struts visible to numerous stent wraps. There was no deformation evident to the stent. There was slight deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity rx stent to treat a moderately tortuous and severely calcified distal lad lesion exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was performed. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. It was reported that during advancement through the guide catheter, the stent was damaged. The procedure was abandoned. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. No patient injury was reported. Analysis found the hypotube is detached and there is no deformation to stent wraps.

Manufacturer narrative:
CABG was later performed due to the severely calcific lesion, decision was made not to exhaust the patient any further. It is confirmed that the device detached during advancement while in the guide catheter. The detached portion was removed by breaking it in the guiding catheter and it was then taken back from the patient with the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.